Event description:
Cable broke on mega suturecut needle driver endowrist instrument while in use. Manufacturer response for mega suturecut needle driver endowrist instrument, davinci xi surgical system (per site reporter). Complete failure analysis. Return to the vendor and receive a new one.